Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, within the last few months the pump of this artificial urinary sphincter pump was only working intermittently and also spontaneously deactivated. Due to this device issue, the patient experienced urinary incontinence. During in-clinic testing, the pump would not cycle, stayed deflated, and would not refill. Troubleshooting was not successful. A device replacement surgery is planned. No further patient complications were reported.